Event description:
A surgeon reported pt with continuous "flickering" of vision (positive dysphotopsia) that is not improving after three to four months of having the intraocular lens (iol) implanted. The surgeon indicated the lens is not moving and the pt has minimal refractive error which corrects to 20/20 with a contact lens. An iol exchange is being considered but not yet scheduled. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Attempts to obtain additional info have been made. A completed questionnaire has not been received. (B)(4).